Event description:
On (B)(6) 2014, the distributer contacted animas, alleging a power (intermittent power) issue. The battery reportedly was replaced multiple times with no resolve. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no damage found to the battery compartment or battery cap. The battery cap secured tightly to the pump and maintained an electrical connection. The pump¿s black box was unable to be downloaded. The auditory feature of the pump was appropriately working but not the vibratory feature of the pump. The pump cover was opened and moisture corrosion was found to the printed circuit board and to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.